Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in hamburg for repair. The evaluation of the device by olympus repair center confirmed the following; the camera cable was defective. No abnormalities were noted in the appearance of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by defect of the camera cable or the camera head due to customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that a communication error about the device occurred before a procedure. And olympus inspected the device at olympus repair center in hamburg and found that the endoscopic image was not displayed on the monitor, and the error code was not displayed. There was no report of patient injury associated with this event.